Event description:
A nurse reported that during a vitrectomy surgery the fluid air exchange valve did not work. The fluid was running, but when changing to air nothing happened. There was a delay in the procedure. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A sample has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).